Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. (B)(4)

Event description:
Reportedly, the ICD device involved in this MDR report was implanted with another pulse generator: an optimizer iii manufactured by impulse dynamics. Because recorded episodes revealed ventricular oversensing, the physician requested identification of potential sources of this oversensing, which led to some pacing inhibition. It should be noted that the device was reprogrammed with "placing on noise" on to avoid this inhibition.